Manufacturer narrative:
This event is being recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. G2: foreign: japan. E1: telephone: (B)(6).

Event description:
It was reported that during the surgery, the blue stain thought to be caused by the battery leakage on the tyvek sheet was found. No serious injury noted and no information was provided as it relates to surgical delay. Diligence is complete as no additional information was noted.